Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the product has not been returned to olympus and product¿s detailed status cannot be checked, therefore a root cause could not be determined, and a cause of occurrence could not be established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
When the customer reported the issue, olympus technical assistance center (tac) attempted to troubleshoot with the customer by checking various ports and switching out cables. This was unsuccessful at restoring the image. The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the high definition lcd monitor had no image. The issue was found during preparation for use, and the intended procedure was completed with another device. There were no reports of patient harm.